Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician, he does not recall any problems occurring during the procedure nor any post-operative subjective complaints or objective findings. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.